Event description:
It was reported that, surgeon revised patient's right hip due to a failed rejuvenate stem. Patient had hip pain, sales rep believes patient had elevated ion levels as well.

Manufacturer narrative:
Hospital retained devices. If the device or additional information is received it will be reported on a supplemental report.